Manufacturer narrative:
(B)(4). Reason for no action: severity = 3, frequency = 2 CAPA is not required per corpsop-140000, corrective and preventive action (CAPA).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient initially reported that they experienced itching, a burning sensation, redness, swelling, bumps, blisters and scarring in the shape of the sensor patch on (B)(6) 2020. Additional information was obtained on (B)(6) 2020 that the patient had developed scarring. The patient described the scarring as thick, rough, white skin in the shape of the sensor patch 'all over her body' since the event, the patient has used various barrier products; overlay patches, tegaderm, skin tac, band aids, flonase, and hydrocolloid patches. No additional patient or event information is available.